Event description:
The customer reported the system shut down and would not produce x-rays when it was moved. No pt injury was reported.

Manufacturer narrative:
A ge representation evaluated the system and could not reproduce the reported problem. The system operates as intended.